Event description:
It was reported that three months post placement, the device allegedly fractured distal to the joint where the line split in two lumens. It was further reported that the fractured line was removed and the procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a lot history review, device history record review and complete manufacturing review could not be conducted for the investigation as the lot number is unknown. Investigation summary: one piccs groshong d/l catheter was returned for evaluation. Visual, microscopic visual, tactile and functional evaluation were performed. The investigation is confirmed for the reported catheter fracture as a circumferential split was noted just proximal to the y-body. The investigation is confirmed for the identified stretched catheter as necking of catheter was observed during tactile evaluation. A definitive root cause could not be determined. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the groshong cv catheter, dual-lumen, 9.5f products that are cleared in the us. The pro code and 510 k number for the groshong cv catheter, dual-lumen, 9.5f products are identified in d2 and g5 h11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history record could not be performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The catalog number identified in section has not been cleared in the us but is similar to the groshong cv catheter, dual-lumen, 9.5f products that are cleared in the us. The pro code and 510k number for the groshong cv catheter, dual-lumen, 9.5f products are identified.

Event description:
It was reported that three months post placement, the device allegedly fractured distal to the joint where the line split in two lumens. It was further reported that the fractured line was removed and the procedure was completed using another device. There was no reported patient injury.